Event description:
Consultant found the matrix holding sleeve in the set has broken threads. It is unknown how or when the threads on the sleeve got broken. This is 1 of 1 reports for this event, (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history review indicated the supplier's certifications indicate the correct material was used and correct hardness values were obtained. The visual inspection revealed the device was returned with the thread broken along the minor diameter on half of the first thread. The threads closest to the shaft are damaged. There were axial scratches on the shaft, and the green anodize had been removed from most of the knob edges. The product evaluation determined this complaint is invalid from a manufacturing standpoint. The manufacturing evaluation revealed the break at the tip did not appear clean and looks as if something was dropped onto the threads. The sleeve would not function in its current condition and no functional checks could be performed. Based on the complaint description that the device was found damaged and it is unknown when device became damaged, the complaint is indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)